Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
The customer reports issues with the connection sites as well as bent and broken needles. In some cases, the needles are also protruding from the sheaths.

Manufacturer narrative:
An investigation of the reported condition was performed. The device history record (DHR) review was performed for the reported lot. No issues were reported on visual inspection and physical testing. No non-conformance reports (ncr)s were issued against the reported lot a review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were performed. Upon review, there were no process or material changes that would have contributed to the reported condition. A review of the process monitoring data was conducted. No issues were noted directly related to the bent needle. If information is provided in the future, a supplemental report will be issued.